Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 539 ng/dl and 443 mg/dl. The customer was treated with the backup plan. The customer did not mention any symptom related to high blood glucose level. The customer also reported for no delivery. The customer reported that the insulin did not exit the fixed priming. The insulin pump will not be returned for analysis.